Event description:
It was reported that an arcing noise was heard from the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure replaced the x-ray tube. It was also noted, during the investigation, that the images were slow to retrieve. To correct, a new hard drive was installed. The system was tested and found to be working as intended and placed back into service.